Manufacturer narrative:
The device was received with both seal broken and the top case was chipped and cracked. The right plunger case was cracked. Bottom case is cracked by l-bracket screws. The history log showed there was a force sensor error in history. Flow, occlusion tests and inspection found . The force sensor cable was damaged for the force sensor test error during testing. Impact on case damage. The root cause was attributed to the customer. The tech replaced force sensor and damaged top case. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported the device had a broken top case / force sensor failure. No patient injury reported.